Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's chronically capped right ventricular lead was removed and replaced prophylactically. The patient was stable.

Event description:
This report is related to previously reported complaint of high pacing lead impedance values, MFR number 2017865-2008-02423. New information noted that the patient¿s right ventricular lead was capped at an unknown date. The lead was then explanted prophylactically during a routine generator change.

Manufacturer narrative:
This report is related to previously reported complaint of high pacing lead impedance values, MFR number 2017865-2008-02423. Correction: medical device problem code should be 1291 - high impedance.